Manufacturer narrative:
The product has not yet been returned for evaluation. When the device is received conmed will perform an evaluation. Upon completion of the evaluation conmed will file a supplemental medwatch report.

Event description:
The user facility reported that after several periods of use of the 5.5mm hps prebent spherical bur in an anterior hip repair surgery, the bur head disconnected from the shaft and fell into the surgical site. The tip was visible at all times and was removed in full from the patient's joint. The procedure was completed using another bur with no further complications and no patient injury. It was reported that this contributed to a 12-minute delay while a second bur was obtained for use. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
One (1) used/damaged bur was returned to conmed for evaluation. Visual inspection of the returned bur by the quality engineer found the inner bur assembly and the bur tip approximately 9/16 inch in length detached. The weld bead on the shank of the bur tip does not exhibit evidence of a sufficient weld penetration around the entire shank. Lot #712713 was manufactured on 21-jan-2016. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have could or contributed to reported breakage. Of the lot containing (B)(4) units, there has been no other similar complaint received. A 2-year review of product history for this device family shows there have been (B)(4) complaints received for this failure mode involving a quantity of 11 devices. Of the (B)(4) complaints, (B)(4) were considered reportable events. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode 0.15 percent. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects related to this type of reported bur tip breakage. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur. - do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating. - direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.